Event description:
Iridex became aware of a complaint reporting that a patient experienced a scleral burn during treatment with a micropulse p3 probe. The complaint also reports the presence of blood on the probe tip during treatment. Based on the information provided by the doctor the mostly likely reason was determined to be use of the device after the device tip was contaminated with blood. Page 1 of the micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use. Page 1 of the IFU contains 'contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye'. The complainant reported that no malfunction of the laser console and delivery device was observed. Engineering failure analysis was not performed as the micropulse p3 probe was not returned to iridex by the customer.

Manufacturer narrative:
This follow-up report is provided to update the following: 1) part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction and additional information report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a complaint reporting that a patient experienced a scleral burn during treatment with a micropulse p3 probe. It was reported that "the surgical field was rather bloody due to bleeding from vascularized limbal epithelial surface, with blood seeping into the 1mm air space of the laser probe, resulting in the charring of the laser probe and minute areas of the patient's superior conjunctiva." Laser treatment was stopped immediately, blood was cleared from the surgical field, and treatment was completed with a new probe. Based on the information provided by the complainant, the most likely cause of the burn was determined to be use of the device after the device tip was contaminated with blood. The micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use, and the IFU contains the warning that "contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye." The complainant reported that no malfunction of the laser console and delivery device was observed. No other information was provided regarding the patient's post-procedural status.